Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent breast reconstruction with 800cc mentor memorygel breast implants and experienced rupture on the right side postoperatively. As a result, the patient underwent unilateral device removal and replacement with an 800cc mentor memorygel breast implant, catalog number 3508004bc, serial number (B)(4) on (B)(6) 2019.